Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted to know if they needed to see their healthcare provider (hcp) regarding their stimulator. They stated that they were concerned because they charged their implant last night and this morning it was a quarter charged and they had charged it up to 100 percent. Patient services reviewed information on the recharger screen and the patient stated that the ins was at 100 percent charged as they had charged it up this morning prior to calling in. The patient stated that they would contact their healthcare provider (hcp) if necessary, but they didn¿t realize that they had their implant for almost five years only, they thought it was longer and they would keep using it and consult with their hcp office if necessary. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.